Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with non-sustained oversensing due to t-wave oversensing via merlin.net. Programming changes were suggested and will be made during the visit in clinic. The patient was stable.

Manufacturer narrative:
Correction: manufacturer report 2938836-2016-06466, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).